Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was over 600 mg/dl. The customer delivered a bolus and administered an insulin injection in attempt to lower the bg level. The customer was hospitalized for the high bg level and diabetic ketoacidosis (dka). The customer was treated with an intravenous insulin drip which resolved the high bg and dka. The customer was discharged on (B)(6) 2016. The customer resumed insulin delivery and the bg level was stable.